Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-apr-2019 from the healthcare provider via the company representative who reported that the refill was thought to be successful and pump was programmed to reflect new reservoir. The patient sought out new pump provider at a different facility and the pump was interrogated to reflect 21.8ml left in pump, however it was expressed yesterday from the facility providers that patient was experiencing withdrawal symptoms. The healthcare provider gained successful access into to the pump and aspirated 0 ml from pump. It was then believed that based on patient symptoms when the patient had visited emergency department (ed) on (B)(6) 2019, the pump was not successfully filled. It was believed retrospectively that the (B)(6) 2019 refill performed was a pocket fill. The patient was now under the care of her new healthcare providers. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient presented to the ed (emergency department) because their managing provider told them that their pump had flipped, so he was unable to refill it. He used fluoroscopy to confirm that the pump was flipped. At the ed, x-rays were ordered and confirmed that the pump was not flipped. It looked very normal from x-ray imaging. The pump was refilled with baclofen in the ed. No surgical intervention occurred, and none was planned. The issue was resolved at the time of this report. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.